Manufacturer narrative:
(B)(4).

Event description:
It was reported "during the PICC provedure, an attempt was made to pass wire through the peel away sheath in arrow PICC, but the wire was not passed, so it was determined that this product was defective. It was retried using bard PICC, and the procedure was terminated without any problem." Additional information received reports "the peel-away sheath was defective, not the guide wire. The sheath tip was mushroomed." After the sheath was replaced, the procedure was completed successfully. There was no medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported "during the PICC procedure, an attempt was made to pass wire through the peel away sheath in arrow PICC, but the wire was not passed, so it was determined that this product was defective. It was retried using bard PICC, and the procedure was terminated without any problem." Additional information received reports "the peel-away sheath was defective, not the guide wire. The sheath tip was mushroomed." After the sheath was replaced the procedure was completed successfully. There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one 2-l PICC, one 45cm nitinol guidewire, and one 130cm nitinol guidewire. Further clarification was requested of the customer, and they confirmed that they intended to report on damage to the peel-away sheath. However, the peel-away sheath was not returned for analysis. Visual and microscopic analyses revealed no obvious defects with the returned guidewires and catheter. Visual analysis of the peel away sheath could not be performed as it was not returned for analysis. The outer diameter of the 130cm guidewire measured 0.0175" which is within the specification limits of 0.0170 - 0.0180" per the guidewire product drawing. The outer diameter of the 45cm guidewire measured 0.0175" which is within the specification limits of 0.0160 - 0.0185" per the guidewire product drawing. The 45cm and 130cm guidewires were advanced through the returned catheter. Performed per the instructions for use (IFU) statement, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire. Grasping near skin, advance catheter into vein with slight twisting motion." The guidewires were advanced into the catheter through both distal tip and through the distal extension line, and the guidewires were able to pass as intended. A device history record review was performed based on a potential lot from sales history and potentially relevant findings were identified. A non-conformance was created for part number eb-01051-002 with batch 34r23m0011 regarding the "peel-away sheath tears incorrectly" failure mode. Without the sheath returned for analysis, it cannot be determined if the findings were relevant to the reported event. The IFU provided with this kit warns the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to venospasm, vessel perforation, bleeding, or component damage.". The report of peel-away sheath damage could not be confirmed through the complaint investigation of the returned sample. The peel-away sheath was not returned for analysis. The returned guidewires met all relevant visual, dimensional, and functional requirements. Based on the customer report and without the peel-away sheath returned for analysis, the potential root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.